Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event. Patient was sitting on a bench at school when he started to feel a low. Patient check their blood glucose (bg) finger stick (fs) value and it was 32 mg/dl. The cgm value was 65 mg/dl. Patient reported that he didn't enter the updated bg reading into the cgm as he passed out and was taken to hospital. It's not known who called an ambulance or what treatment patient received. At time of contact, patient is good. No additional event or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.